Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address pain and adverse tissue reaction.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 12/22/2015 - pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported pain, stiffness, increased cobalt, decreased mental capacity due to increased ions. Medical records reported osteolysis, metallosis and a soft tissue mass. Lab results were less than (B)(6) and do not need to be reported. There is no new additional information that would affect the existing investigation. The complaint was updated on: jan 13, 2016.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is still considered closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.